Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient is hospitalized in the (B)(6) and has an lvad (cardiac assist device). Twice, a "large alarm" occurred by an interruption of the power supply. An investigation indicated that both battery ports severely wiggled due to insufficient sealing rings and therefore lead to an interruption of the power supply which results in an immediate pump stop. The patient has not suffered any harm by the pump stop due to an adequate remaining cardiac function.

Manufacturer narrative:
It was reported that power port one of the controller was loose. The controller ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed during visual inspection. Analysis of the device revealed that the device passed functional testing but failed visual inspection due to a loose power port 1 connector. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process; the manufacturer and supplier have opened an internal investigation for loose connectors. Log file analysis revealed several controller power up events on (B)(6) 2016, likely when the controller exchange took place. Data files revealed that the last data point was recorded on (B)(6) 2016 at 11:00:45. The controller power up events occurred after 12:34:27. Analysis of the event files did reveal a controller power up event on (B)(6) 2016 at 04:00:15. The data file revealed that battery ((B)(4)) was connected to power port 1 and an ac adapter was connected to power port 2 prior to the controller power up. After the controller power up event, a controller ac adapter was connected to power port 1 and battery ((B)(4)) was connected to power port 2. Each power source experienced a disconnection and reconnection within the preceding fifteen (15) minutes. The most likely root cause of the loss of power can be attributed to a disconnection of both power sources. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.